Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported they were having problems with the controller and the issue began about a month ago. Pt stated the controller went blank for a while and they had to take the battery out and put it back in to get the controller to work again. Pt said this happens when they try to recharger implantable neurostimulator (ins). Agent asked pt to inspect the recharger for damage and pt said there was no visible damage to the cord. Pt also said they heard a rattling in the controller. The issue was not resolved. A replacement controller was sent out. Per additional information received on 08august2024, pt received the replacement controller and was stuck at checking the recharger. During the call patient cleaned the controller and recharger pins then plugged the recharger. Patient was stuck at checking the recharger. Agent had difficulty hearing patient during the call. A replacement recharger telemetry module (rtm) was sent out. Additional information received on 12august2024, pt called back stating they were sent a new recharger telemetry module (rtm) and a controller. But their controller was not working, or it would not connect to the ins when the rtm was plugged in. The pt was getting to try to connect when the rtm was plugged in. During call pt attempted to recreate the message that was happening. Pt was able to set up the new controller and when they attempted to recharge the ins, they got stuck on checking the recharger. Pt said the ins shut down on them and was in a lot of pain. A replacement battery pack was sent out. Pt called back on 13august2024 stating they were sent a new controller, rtm, then a controller battery. Now when they go to recharge the ins, they got no device found. During call pt attempted to recharge the ins and they got recharging excellent.